Manufacturer narrative:
Method: device history review;results: the device was not received back for evaluation, inspection and testing cannot be performed to aid in root cause analysis. Review of the manufacturing records did not reveal any relevant manufacturing issues. The surgeon stated that the patient's bone was very hard. This is likely to have contributed to the event. Conclusion: without the device, the root cause of the reported event cannot be determined conclusively.

Event description:
It was reported that upon removing 2 jam shidi needles from the patient bone, the surgeon noticed that some of the sharp points at the tip of the needle were missing. We replaced the damaged needles with 2 new needles. The surgeon implanted and removed these needles to find that they were bent. We replaced these with 1 more needle and completed the procedure.

Event description:
It was reported that upon removing 2 jam shidi needles from the patient bone, the surgeon noticed that some of the sharp points at the tip of the needle were missing. We replaced the damaged needles with 2 new needles. The surgeon implanted and removed these needles to find that they were bent. We replaced these with 1 more needle and completed the procedure.